Manufacturer narrative:
(B)(4)

Event description:
Subsequent to the initial MDR, on 05/30/2017, it was learned that the patient's father reported that the receiver was stuck on the boot-up screen; therefore this is a non-reportable event. A receiver (serial number (B)(4)/lot number 5222058) was returned for evaluation. The receiver did not boot up and was re-initializing continuously, confirming an issue of initializing; however, the investigation results are irrelevant to the reported event that occured. No further patient or event information is available.

Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, the receiver displayed err121. No additional patient or event information is available. No product or data were returned for evaluation. The complaint could not be confirmed. A root cause could not be determined.